Manufacturer narrative:
Sorc checked the device, but couldn¿t duplicate the reported phenomenon. Sorc conducted the air/water feeding function test, but no abnormality was found in the air supply / water supply amount, and the air supply amount and water supply amount met the standard values. In addition, there was no air/water nozzle clogging or dirt sticking. The device was evaluated at omsc. As a result of the evaluation, the following was confirmed. There was no abnormality in the air/water feeding function. As a result of component analysis by fourier transform infrared spectroscopy of foreign material adhering to the air/water nozzle, silicones were detected, and a peak that closely resembled dimethylpolysiloxane was confirmed. From the analysis result, the foreign material may be derived from a chemical such as an antifoaming agent. The main component of antifoaming agents such as barros is dimethylpolysiloxane, and it seems that hydrous silicon dioxide is also included in the components. Based on the above information, the reported event may have been caused by a temporary mixture of air, either due to the foreign material entering the air/water channel or due to a damper phenomenon. Alternatively, it may be a temporary malfunction such as a setting or abnormality on the system, an abnormality on the used air/water valve, or the air/water nozzle clogging. However, the exact cause of the reported event could not be conclusively determined, because the reported event was not reproduce. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus medical systems corp. (Omsc) via olympus service operation repair center (sorc) because the air/water feeding function did not work at all during preparation for use. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-5 after precleaning. Omsc then inspected the device and found that there was no clogging of foreign material at the outlet of the air/water nozzle, but a small amount of foreign material was adhered to the air/water nozzle. There was no report of patient injury associated with the event.